Manufacturer narrative:
(B)(4). After battery installation, the insulin pump powered up with a white display with a black horizontal line running across. The partial display is due to both a cracked lcd screen and a crack in the circuitry to the left and above the lcd controller. Unable to perform the displacement test due to the display anomaly. Did not note any cracks in the front of the case; on the other hand, it is scratched. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that insulin pump had crack. Customer stated there was no physical damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.